Manufacturer narrative:
All available information was investigated, and the reported unstable/loose handle was confirmed via returned device analysis. The reported positioning failure of unable to curve and positioning failure of unable to straighten was not confirmed. The reported poor image resolution could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported unable to curve, unable to straighten, and loose handle were due to the screw backing out from the handle adapter. The screw backing out appears to be due to the user applying high amounts of torque to the sgc while the stabilizer fastener was tightened. The reported poor image resolution was due to the large atrium. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). It was noted that imaging was difficult due to the large atrium, and images were not clear. The clip was prepared and advanced into the anatomy. Once in the anatomy, and in attempting to position the clip, the steerable guide catheter (sgc) was noted as being unable to curve, unable to straighten, and the clip was not moving according to sgc movements. It was attempted to grasp leaflets 15 times, unsuccessfully. Grasping attempts caused a chordal rupture and the procedure was abandoned without deploying the clip.